Event description:
Rec'd info stating customer rec'd multiple occlusions alarms. The customer's blood glucose levels were high and low.

Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event info. Should new info become available, a f/u MDR will be submitted.